Event description:
The customer reported that the device has a red cross. There was no pt involvement/adverse pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.